Manufacturer narrative:
The patient asked to keep the implant. No device return is expected. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that a male patient, initial right hip implant (B)(6) 2015, was revised on (B)(6) 2022 for right hip pain with signs of osteolysis. The femur was dislocated, the femoral head removed, and stem was checked. It was found to be well fixed. Attention turned to cup. The liner was removed with the help of a chisel and bone screw. The cup was check and found to be well fixed. A new g2 xle 36mm liner was implanted along with a 36+3.5 head. The patient asked to keep the implant. No device return is expected. Patient was last known to be in stable condition following the event

Manufacturer narrative:
H6: the most likely cause for the revision due to osteolysis/prosthesis wear reported may have been the result of a combination of risk factors including but not limited to use error, implant positioning, patient factors, and a combination of the largest available femoral head and/or thinnest available acetabular liner.